Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and the implantable pulse generator (ipg) exhibited pacing spike, capture issue and telemetry issue. The ipg remains in use. No further patient complications have been reported as a result of this event.